Manufacturer narrative:
(B)(4).

Event description:
Information was received from consumer regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump for intractable spasticity. Other medications the patient was taking at the time of the event and medical history were not reported. The patient's pump was explanted several months ago due to pump erosion and the device actually ruptured the skin. The pump was explanted on an emergency basis and the pump was "compromised" when the incision opened up and he could see the pump. Infection was not reported. The change in therapy/symptoms was sudden. The event date was (B)(6) 2015 and the event required total system explant. The patient outcome was resolved. The patient would be getting the pump "reinstalled" and was just in the process of getting a surgeon lined up. On (B)(6) 2016, additional information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal lioresal 500 mcg/ml (dose 49.69 mcg/day) with a start date of (B)(6) 2015 and end date of (B)(6) 2015. Other medications the patient was taking at the time of the event included: finasteride, amlodipine, aspirin, atenolol, atorvastatin, citalopram, lisinopril, multi vitamin, d3, baclofen (oral), doxazosin, and tamsulosin. Allergies included aleve and codeine. No diagnostics were performed. The patient had a wound dehiscence which showed exposed hardware/implant. The patient had surgery to remove the baclofen pump and was started on antibiotics for infection and followed by infectious disease until there was no sign of infection. The patient ended up having an infection and tested positive for pseudomonas and acinetobacter within the abdominal wall pocket where the pump was located. Additional information was received from a consumer via a company representative (rep) indicated the pump failed back in (B)(6) 2015 and he had since had it removed. Further information was not provided. If additional information is received, a follow-up report will be sent.